Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
As the resident was being transferred, all 4 straps on the sling broke where the strap connects to the sling.